Manufacturer narrative:
Intuitive surgical, inc. (Isi) received seven sureform 60 white reloads for failure analysis (fa) evaluation. The white stapler reloads were returned with the surefor 60 stapler instrument used in the reported event. The white stapler reloads were fully fired upon return. Visual inspection revealed no physical damage to the cartridges, knives, pushers, or covers. There were no device-related failures identified, and no product issues were detected. Isi received the sureform 60 stapler instrument for fa evaluation. Visual inspection found no damage. The stapler instrument was tested on an in-house system and passed both the recognition and engagement tests on three separate attempts. It clamped, unclamped, and fired successfully twice with sureform 60 white reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing, with properly formed b-shaped staples. The stapler instrument moved intuitively with a full range of motion observed. The stapler instrument was fully functional, and no product issues were identified. A review of the stapler log shows that the sureform 60 stapler instrument (lot number: k10250927-0387), was installed on the system 7 times and fired 7 white stapler reloads. On each install, all clamps were successful. On installs 1-3 and 5-7, the firings were completed with 1 pause for compression. On install 4, the firing was completed with no pauses for compression.

Event description:
It was reported that during a da vinic-assisted single anastomosis duodeno-ileal bypass procedure, significant bleeding occurred following the firing of a sureform 60 stapler instrument equipped with sureform white 60 reloads. To manage the bleeding, a vessel sealer extend (vse) instrument was used to achieve hemostasis. The following information is unknown: the source and cause of the bleeding, the estimated blood loss associated with the bleeding, and if the procedure was completed or if the patient experienced any postoperative complications. Additional information has been requested; however, no response has been received.